Event description:
A nurse reported that a system message displayed during a cataract extraction procedure. The staff was unable to clear the message and an alternate system was used to complete the case following a 20 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported occlusion issue. The reported loud noise was determined to be the phaco feedback signal which had been set at maximum in the doctor's settings. The company rep showed the customer how to adjust this sound level setting. The company rep also replaced the solenoid spacers which were showing some wear. The system was then tested and met product specifications. (B)(4).